Event description:
It was reported that the patient presented in clinic after feeling the vibratory notifier. It was noted that the cardiac resynchronization therapy defibrillator was in back-up. The patient was asymptomatic. The device was restored to normal function.